Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. No product was returned, or pictures provided; a visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, and neither were provided. A compatibility check could not be performed due to insufficient information. The complaint could not be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D6a: implanted date: the product was implanted sometime in 2005. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02085. 0001825034-2023-02086. The device will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 18 years post implantation, the patient was revised due to very high cobalt and chromium levels and unspecified side effects. Attempts have been made and no further information has been provided.